Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Device manufactured between may 19, 2020 to may 20, 2020. The device was received for evaluation. A visual inspection was performed, and it was noted that there was a dent located at the upper part of the device housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of a small volume intermate was dented. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.